Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a cannula issue on (B)(6) 2026, as the cannula was found bent and had been in use for approximately 2-3 hours, which led to the patient experiencing elevated blood glucose levels that was managed with a correction bolus via pump. No further information available.